Manufacturer narrative:
H6 type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation. Investigation summary: the investigation has been completed. No product was returned for investigation. Data logs were returned for analysis but only till 11:19pm on (B)(6) 2025, while explant time was 1:20pm on the same day. Device in wrong position: clinical details mentioned that the impella was measuring slightly deep under transthoracic echocardiogram guidance on the morning of (B)(6) 2025, with elevated lactate dehydrogenase. The pump was pulled back and locked at 51 centimeters (cm), measuring 4.8 cm in the ventricle. Data log analysis confirmed impella position unknown alarms at the beginning of the case around the noon of (B)(6) 2025, but no positioning alarms were seen on (B)(6) 2025. Placement signal was slightly variable on (B)(6) 2025, but no other abnormalities were seen. The root cause of the positioning issues was not determined due to inconclusive evidence from the data logs and clinical details. Optical sensor issue: clinical details mentioned that the aortic placement signal was absent on (B)(6) 2025 prior to pump explant. The signal did reappear and was an isolated incident. Data log analysis revealed that the placement signal spiked to 3000 but were isolated instances with no known pattern and were not long enough to trigger placement signal not reliable alarms. Placement signal did not show any abnormal trends on (B)(6) 2025. The data logs for the last couple of hours of support prior to pump explant were not returned. The root cause of the optical sensor issue was not determined due to inconclusive evidence from data logs and clinical details, and unreturned product for further evaluation. Hematuria: clinical details mentioned that the patient had a red/pink urine output around (B)(6) 2025, which was resolved with urology the next day. The root cause of the injury was not determined due to insufficient clinical details. Device history review: the pump passed all post-sterile inspection checks.

Manufacturer narrative:
B3 updated date of event as it was entered incorrectly on the initial report that was submitted. E1 multiple fields were added as the information was omitted from the initial report that was submitted. E4 added as selection was omitted from the initial report that was submitted. G3 date should of been 10-oct-2025 on the initial report that was submitted. H6 revised health effect - clinical code from e0303 to e1302. Medical device problem code was reported incorrectly on the initial report that was submitted.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported an impella 5.5 in a 82 year male patient for support of dyspnea on exertion. Axillary sheath inserted into graft and secured with graft lock x2. Once in ascending aorta, catheter exchanged to 65cm 5fr pig and crossed into left ventricle. Wire exchanged to impella 018 wire. Catheter removed and impella pump backloaded and advanced over wire into position. Transesophageal echocardiogram showed impella well positioned, angled towards apex and measuring 4.5cm. Jackson-pratt drain to site. Impella secured and locked at 52cm. Blood products started before being taken to operating room. Impella weaned to p2 and successfully explanted.